Event description:
The customer reported that the screen of their insulin pump was starting to detach. There was no adverse impact to the customer¿s blood glucose level. The caller declined further assistance or troubleshooting, and no additional action was taken.